Event description:
Customer reported with "air and water channel clogged, device is contaminated". The issue found during reprocessing. The customer did not report any contamination or any patient injury or patient infection to which this medical device could have been a contributory cause. No user injury reported.

Manufacturer narrative:
Communication with the customer the following information conveyed: according to the customer, the contamination comes from the fact that they were unable to carry out mechanical cleaning and disinfection due to an error message. It was noted "that should explain the clogging and contamination" however noted that " manual pre-cleaning and cleaning of the instrument was carried out". Additionally, communication with the service repair (olympus regional repair center (rrc) , noted that the foreign material clogged on the channel is unknown, noted the images were not available as the foreign material was not visible during incoming inspection. The foreign material was not removed, remained inside nozzle unit (air/water) channel at the time of inspection. The subject device was then sent to olympus third party for hygiene microbiological investigation (hmi) . Performed a culture test for the device after the device was reprocessed (performed a culture test samples from endoscopes in accordance with rki-bfarm-guideline). Hmi reports all channels found no detection of microorganism. The results are conform in accordance with "rki-bfarm-guideline. The device was then returned to regional repair center (rrc) olympus hamburg for device evaluation. Device evaluation, the following findings/defects were identified during inspection: due to a crack on s-cover, water tightness is lost. Due to wear of flexibility adjustment ring, insertion section is stiff. Cover plate (cp-plate) is deformed. Air/water ( aw-cylinder) has discoloration. Suction cylinder (s-cylinder) has discoloration due to a chip on c-cover, insulation resistance value at distal end does not meet the standard value: due to damage on ccd unit, the image has white dots. Light guide ( lg) lens has a crack. Adhesive on a-rubber has visible thread. Due to wear of angle wire, bending angle in down direction does not meet the standard value: due to deformation of bending tube, bending angle in up direction exceeds the standard value. Below are information on cds checklist customer provided: cleaning, disinfection, and sterilization (cds) . Noted ¿no patient infection¿. No endoscope test report provided. Aer/ewd reprocessor: tested model name: steelco-endoskop-rdg ew 2-3s/2, 2-türig. Detergent name: mediclean forte disinfectant name: septo-pac. Pre-cleaning: aspiration of water through the instrument/suction channel. Flushing channels : air/water (a/w) channel. Detergent used : mediclean forte. Manual cleaning : brush points: instrument / suction channel , suction cylinder , instrument channel port. Brush model: boston scientific sbb-382. Manual disinfection not performed. Scope not sterilized. Scope storage: simple cabinet without any drying function. Scope maintenance : by olympus investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following deviation was confirmed by review of reprocessing steps provided by the user: - flushing was not performed for auxiliary water channel nor auxiliary water channel at precleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were reported by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.